Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it providing low fio2 (fraction of inspired oxygen) readings and being unable to maintain peep (positive end expiratory pressure) were confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings and was unable to maintain peep (positive end expiratory pressure). There were no reports of patient involvement associated with the reported event.